Manufacturer narrative:
Result code: 213, should be corrected to result code: 170. Conclusion code: 4315, should be corrected to conclusion code: 25. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in liquid in lens case vial. Visual inspection found no visible damage to the lens. There was evidence of clear surgical residue/debris on product. Dimensional and refractive verification was performed. The lens width was in specification but length and refraction (functional) verification failed. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -5.0/+1.0/090 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to patient experienced a refractive surprise. The lens was exchanged for another same model/length/diopter and the problem was resolved. The reporter indicated the doctor suspected the refraction of the first lens was incorrect.